Manufacturer narrative:
Fowler

Event description:
It was reported by repair work order that the customer alleged that there was a broken weld on the fowler. Upon inspection of the unit by the service technician, it was confirmed that the fowler weldment had a broken weld with exposed sharp edges.